Manufacturer narrative:
H10: the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 128910, test base part number 195-430h / lot 128056. The lot met the required release specifications. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 128910 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 128910 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a fasle positive result with the binaxnow covid-19 ag card performed on (B)(6) 2021 on a direct nasal swab. No repeat testing took place. Pcr confirmation testing with a nasopharyngeal swab generated negative results;CT values not provided. The customer stated the patient was symptomatic for 24 hours prior to the test. The patient and family quarantined after the positive test result. Per the customer, the patient also tested positive for influenza a and was given tamiflu. Per the customer, pcr confirmation result s were available after a 45 day wait. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.